Event description:
There are several air cells that are allegedly coming unsnapped from the manifold causing the consumer to allegedly fall through. The tss bed is allegedly set at 50%. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ma65 serial number/date code (B)(4) is approximately 3 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. This issue does not fit into the 7 FDA entrapment locations.